Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle meter. The customer performed two consecutive tests and obtained readings of 18 and 4mmol/l. There was no report of death, serious injury or mistreatment.